Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, when fired, the staple line did not equal 60mm; it was noted much shorter, went to half way and retracted. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and frame separation was noted. This condition has been observed to cause the device to switch in to reverse before the device reaches the full firing stroke. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.